Manufacturer narrative:
(B)(4). The date of the event is not known at this time. A review of all batch record documents for potentially associated lot number gr13d09024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been reported to be available for evaluation. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
A customer called baxter corporate product surveillance to report an unknown amount of vial mate adapters in which a leak was observed. According to the report, the solution starts leaking at the point of connection between the vial mate and the vial. The contact stated that this is not a new product to the facility, but it is a new issue that keeps occurring during the overnight shift. He stated that it could be the same nurse, but he cannot be positive. The contact has reached out to their sales rep to come in for a re-training. The event occurred after reconstitution, but before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.